Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was not dislodged but it was observed broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force manipulation was applied. Finally, an irrigation test was performed, and a leakage was identified through the hemostatic valve, due to the damage on the valve. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage observed on valve could be related to the leakage and valve issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the hemostatic valve was broken. The valve of vizigo was broken as blood would come out from vizigo. There was no visible damage found on the vizigo, but the blood was dripped out after removing the dilator of vizigo. The hemostatic valve of vizigo was damaged. It was reported to not be dislodged into the hub or outside of the hub. The brim cap was not dislodged. A few blood drops of blood were lost. There was no patient consequence.